Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The revision reported in may be the result of the prosthesis wear and resultant scapular notching as reported. However, the wear cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 320-02-38 rs expanded glenosphere 38mm, +4mm offset. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had their right shoulder implanted, underwent a revision procedure. The patient was complaining of stiffness in their shoulder. Possible heterotopic ossification indicated. Once opened, the surgeon noticed slight notching of the humeral liner against the glenosphere. The surgeon changed the humeral liner, and glenosphere. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to the hospital¿s trust policy and their being unable to decontaminate them for return. No device images were able to be obtained. No further information. This is 1 of 2 reports.